Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation was unable to determine a cause for the reported dislodgement. The additional patient effects are due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the herculink stent dislodged during advancement in the distal radial artery prior to treating the carotid artery and was removed via surgical cut down. No additional information was provided.